Event description:
It was reported that the position of this electrode was observed to have moved one day post implant. The electrode position was reviewed on x-ray and fluoroscopy and noted the position to be a little high, and the mass of the ventricles no longer appeared to be covered entirely. Device sensing was noted to look good. It was reported that defibrillation threshold (dft) testing was not performed during the implant procedure due to the patient's health condition. Technical services (ts) recommended performing dfts to confirm conversion. It was reported that dft testing was not performed, and the physician opted to continue monitoring. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the position of this electrode was observed to have moved one day post implant. The electrode position was reviewed on x-ray and fluoroscopy and noted the position to be a little high, and the mass of the ventricles no longer appeared to be covered entirely. Device sensing was noted to look good. It was reported that defibrillation threshold (dft) testing was not performed during the implant procedure due to the patient's health condition. Technical services (ts) recommended performing dfts to confirm conversion. It was reported that dft testing was not performed, and the physician opted to continue monitoring. No adverse patient effects were reported. This device remains in service.